Manufacturer narrative:
Reliability analysis inspected 2 opened enlite sensors and found needle separated from sensor.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 11.1 mmol/l. The customer stated that when he tried to remove the serter from the sensor yesterday morning, the sensor remained in the pedestal. The customer was advised that there may have been a possible issue with the sensor base adhesive. The customer will be sent a replacement sensor.